Manufacturer narrative:
Concomitant medical products: d364trg ICD implanted (B)(6) 2010.

Event description:
It was reported that the patient's lead had noise and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.